Event description:
It was reported to boston scientific corporation that an obtryx transobturator sub-urethral sling was implanted during an obtryx transobturator sub-urethral sling implantation procedure performed on (B)(6) 2021, for the treatment of stress urinary incontinence. As reported by the patient's attorney, the patient had experienced an unspecified injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021, the date the sling was implanted, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter name and address: this event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.